Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/04/2016 that on (B)(6) 2016, the patient's smart device display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.